Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to beginning the myocardial ablation procedure on a patient with an implantable cardioverter defibrillator (ICD),  the vvi (ventricular demand pacing) mode of the programmer and atrial sensitivity setting were set to 'off'. The treatment functions of the ICD were programmed 'off'. Upon completion of the ablation procedure an attempt was made to set the treatment functions to 'on', however an error message appeared on the programmer and interrogation of the ICD could not be performed. This required the programmer to be restarted. However the patient's body became stiff and the patient lost consciousness at this time and was required to be resuscitated. The physician suspected ventricular tachycardia (vt). The surface electrocardiograms and electrocardiogram monitor had been removed at that stage. The patient recovered consciousness and interrogation and programming using the programmer was successful. No further patient complications have been reported as a result of this event.